Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information notes that oversensing issue was observe on the atrial lead.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented in clinic for a follow up, noise was observed on the atrial lead. The physician suspected the noise was due to lead malfunction. The lead was capped and replaced on (B)(6) 2020. The patient was stable.